Event description:
It was reported that an animal underwent a oophorectomies procedure on an unknown date and suture was used. It was reported that 2 loosening and 1 breakage in the length of the thread with suture during cat oophorectomy, the veterinarian uses sutures for ovarian pedicle ligation, muscle wall overspraying and skin intradermal overspraying. When suturing the abdominal wall, after 2 or 3 tissue passages and without exerting excessive pressure, the needle became detached from the thread. This problem occurred on 2 sutures, on oophorectomies of different cats and during another oophorectomy, after a few tissue passages in the abdominal wall and without exerting pressure, the thread broke lengthwise; this was not in a knot tightening context and the thread had not been ¿grasped¿ with the jaws of the needle holder. The surgeries could be completed, using a new wire, without affecting the animals. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/29/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: three files were opened to document 3 different procedures: (B)(4) procedure 1 (B)(4) procedure 2 (B)(4) procedure 3 please provide the following information for each case: ¿ are the products involved available to be returned for evaluation? If yes, please document the shipment tracking number in notes or rmao sections. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) the following information was reported: this is the 2th complaint made by the doctor on the same reference suture, but of a different lot (previous complaint dating from (B)(6) 2026: (B)(4)). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.